Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. The customer provided lot numbers are 25045162 and 25065161. A device history record review for material# 10013902 and lot# 25045162 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07apr2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 10013902 and lot# 25065161 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had air in line. The following information was received by the initial reporter with the following: it was reported by customer that air bubbles being trapped in the line.